Event description:
It was reported that a balloon pinhole was encountered. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during first inflation, the balloon could not fully expand. When the device was removed, a pinhole in the balloon was noticed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: gladiator elite 12.0 x 40, 75 cm device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at approximately 15 mm proximal of the proximal end of the proximal markerband. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon pinhole was encountered. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during first inflation, the balloon could not fully expand. When the device was removed, a pinhole in the balloon was noticed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.